Manufacturer narrative:
Corrected data: the device was not returned. An event regarding crack/fracture involving an unknown trial instrument was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned.

Event description:
Sales rep reported during primary knee surgery, the surgeon was impacting the femoral trial and a piece broke which was recovered and removed from the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported during primary knee surgery, the surgeon was impacting the femoral trial and a piece broke which was recovered and removed from the patient.